Event description:
It was reported that the pt underwent a thermal balloon ablation procedure in 2006. The pt's uterus sounded to 7 cm. The balloon was inserted into the pt and inflated, however, the proper pressure was never able to be achieved. The surgeon withdrew the catheter and reset the system. The catheter was placed back into the pt's endometrial cavity, the balloon was filled again, and the proper pressures were again not able to be maintained. The surgeon withdrew the catheter and sounded the pt, and the pt sounded beyond the original 7 cm. The surgeon then aborted the procedure due to uterine perforation. No scope was performed and there was no further adverse pt outcome. The pt was treated with doxycyline for ten days to prevent infection. There were no defects noted with the catheter by the surgeon.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.